Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the oscillating head turns completely was confirmed. An assessment was performed and it was determined that the assignable root cause of the loose saw head, jammed trigger, and coupling tool side being out of specification was due to wear from normal use over time. The assignable root cause of the cracked housing was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw head of the battery oscillator device was loose, the trigger was blocked, jammed, and moving heavily, the coupling tool side was out specification, and the housing was cracked. During assessment it was observed that the saw head was turning because two pins were found to be broken, the trigger was jammed, the pressure disc was shifted, the housing was cracked, and the electrical contacts were deteriorated. It was further determined that the device failed pretest for general condition, check saw blade coupling, check saw head ratchet, trigger test, and check oscillation frequency. It was noted in the service order that the oscillating head was turning completely. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.